Event description:
It was reported that a tandem mobi cartridge alarm occurred during the cartridge load process. There was no adverse impact to the customer's blood glucose level. Initially, the customer encountered issues when trying to reload the cartridge and resume insulin therapy, despite following prompts on the tandem mobi mobile app. Technical support instructed the customer to remove the cartridge from the pump, deliver a 9-unit bolus, and confirmed the bolus was completed successfully. When the customer was unable to reload the original cartridge, technical support assisted in loading a new cartridge correctly, enabling the customer to successfully resume insulin therapy, resolving the issue.